Event description:
It was rpeorted that during a ptca/stenting treatment procedure, inflation difficulties were encountered. During the initial approach to the lesion, back flow of blood from the nir elite stent delivery system into the inflation device was noted. The pt was asymptomatic during this event. It is noted that resistance was met with insertion of the device. The lesion being treated was a calcified, 75% stenotic lesion in the mid lad coronary artery. The lesion had been predilated with an unspecified device. The nir elite stent delivery system was removed and replaced with another nir elite stent delivery system to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.